Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the very first day after implant, the patient peed 9 times. Patient expressed that was awesome, as they could not pee before. Patient said that after the surgery they could not pee and when they finally catheterized the pa tient, they filled a bag with a thousand milligram urine. Patient was surprised their bladder didn't bust. Patient didn't know why it did that and not even their healthcare provider (hcp) knows why it happened. Patient confirmed that since, they have seen improvement on their symptoms. The patient was redirected to their healthcare provider to further address the issue. Patient stated they would see their hcp next week. Patient reported urinary symptoms.